Manufacturer narrative:
Device has been received, and is starting evaluation. A follow up will be provided.

Event description:
The customer reported that this unit's screen went blank. It turned on and off and it gave an ECG comm error.